Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the anterior side, fold creases, and wear abrasion. A leak test and microscopic analysis were performed which identified a sharp creases opening on the anterior side, and a smooth crease opening. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is creases are observed but have no relationship with manufacturing, a smooth crease opening on the anterior side due to a fold flaw opening, and a sharp crease opening on the anterior side due to a fold flaw opening.